Manufacturer narrative:
Root cause cannot be attributed to the manufacturing processes as the catheter met dimensional requirements. The lumen rupture may have been the result of the unknown foreign material collecting in the catheter, fully obstructing the lumen.

Manufacturer narrative:
Received a 6f dl pro- line for evaluation. A visual inspection revealed a rupture with the lumen at the between the 7 and 8 cm marks. The pro- line was forwarded to the device contract manufacturer for evaluation.

Event description:
Catheter placed on (B)(6). Worked well when placed. Patient returned for exchange. Chest x-ray showed damage.